Event description:
It was reported that the patient's baseline flows when off cardiopulmonary bypass (cpb) support ranged from 2.5lpm to 2.9lpm at 4600rpm. Flows stabilized after chest closure at 2.5lpm. Per anesthesia, the site was unable to increase speed and hemodynamics were acceptable. Low flow software upgrade was requested per surgeon and ventricular assist device (vad) coordinator. Low flow software upgrade performed on (B)(6). There were low flow alarms at 2.5lpm threshold. The cardiothoracic surgeon requested urgent review of flow/pulsatility index (pi) fluctuations and alarm history to rule out possible clot ingestion and rotor noise. The event log file contained low flow estimates as well as sustained low flow hazard events between (B)(6) 2024 2:39pm to 3:27pm. These flow readings did not appear to be the result of any external equipment malfunction. Following this time frame, the system controller appeared to have been disconnected from the pump and later reconnected on (B)(6) 2024 at 12:48pm. In the limited data following this reconnection, the pump appeared to resume normal operation with flow readings slightly above the alarm threshold of 2.0lpm. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file, the mechanical circulatory support equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via the submitted log files. On (B)(6)2024 at 15:27:53, the driveline was disconnected and shortly after both power cables were disconnected. On (B)(6)2024 at 15:28:47, the white power cable is reconnected to external power. On (B)(6)2024 at 12:48:54, the driveline is reconnected for the remainder of the log file and the pump quickly restarted. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the cause for the driveline being disconnected and if any product will be returned for further analysis; however, no additional information has been provided and to date, no product has been received. A root cause for the driveline disconnect was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (IFU) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnected alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.